Manufacturer narrative:
This report is submitted on november 18, 2022.

Event description:
Per the clinic, the patient experienced facial nerve stimulation and poor performance with the device. The device was explanted under general anesthesia on (B)(6) 2022. There are no plans to re-implant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on december 14, 2022.